Event description:
It was reported the customer's insulin pump was broken near the battery. It was found the battery thread was broken. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit alarmed compromised force sensor system during rewind due corroded motor home switch. Unit received with moisture electronic assembly. Unit received with cracked battery tube threads and at display window corners. Unit received with minor scratches on lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.